Event description:
Baxter reported two incidents of broken clamps with the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.